Manufacturer narrative:
The pump was received with no button response and a button error alarm due to corroded keypad traces. The pump was tested with a test keypad and a no frozen display was noted. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, cracked case at reservoir tube window corner, cracked case at the reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer reported that he suspended his pump and when he tried to unsuspend the pump the buttons were stuck. He also indicated that when he changed out the battery, the pump gave a no delivery alarm. Customer's blood glucose was 321 mg/dl at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.